Event description:
Customer bought two elvie pump, and since using them the customer got mastitis. Customer had to go hospital due to the pain and was prescribed painkillers every 4 hours and antibiotics.